Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed error code 1720. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the capacitor. As a result, the capacitor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the device exhibited error 1720. There was no patient involvement.